Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection gentamycin (20mg, once daily, intraperitoneal, discontinued after 13 days) and injection vancomycin (700mg, every 5th day, intraperitoneal, discontinued after 13 days) for peritonitis. The patient was discharged 13 days after hospital admission. On an unknown date, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information was available.